Event description:
Additional information was received from the patient stating that their implantable neurostimulator (ins) and all components were explanted on (B)(6) 2014. They mentioned that a couple of weeks after implant in (B)(6) 2012 they had constant chest wall pain since implant and continued even after patient was explanted. They were on more medication then the patient wanted to be on. It started out mild at the beginning and got worse and worse starting in their back where the lead implant site was around both sides to the chest wall right up the middle. It was noted that one day it knocked them down and could not breathe with it laying down. They mentioned cramping, sharp stabbing like ice pick feeling and was absolutely unbearable, it was noted to feel ¿like a heart attack pain¿ and went up into the chest, muscles seize and could not breathe. It was noted that on (B)(6) 2016 an MRI was done to tiny focal disc protrusion at t8-t9 level, and mild broad based annular disc bulge at t12-l1, nothing had changed since (B)(6) 2014. The last two months they had been to the ER six times regarding their chest wall pain and muscles seizing feeling like they were having a heart attack. They slept sitting up three months prior when they found out. On (B)(6) 2012, there was overstimulation and got overwhelming so they would turn the stimulation off. There were pre-existing back conditions, two spinal fusions in three months after laying on their couch for years before getting the implant. In 2014, a month and a half to two months prior to (B)(6) 2014 they mentioned that they spoke with two different manufacturer representatives (reps). The patient was no longer implanted with manufacturer devices. The patient stated that they last saw their health care professional (hcp) on (B)(6) 2016. It was noted that the hcp felt that the chest wall pain issue was due to scar tissue and then since the patient¿s MRI they felt it was related to tiny focal disc protrusion at t8-t9 level, and a mild broad based annular disc bulge at t12-l1. The patient stated that they had an MRI on (B)(6) 2014 for a baseline on their neck and back surgeries and nothing had changed since then so their analysis was not making sense to the patient. It was stated that their surgeons¿ perspective was that no surgery could be done to fix what was going on. The patient stated that according to the MRI there was no significant disc disease. The pain goes from area where the implant lead wire site was around both sides of the chest wall and goes right up into the middle and felt like they were having a heart attack and had to have it checked. The patient mentioned that their surgeon was suggesting that either the stimulator or the procedure damaged that nerve in some way and here was where the patient sits. The patient stated that they would have to drop a lung to fix the issue and said there was no way to fix it no matter what. The patient mentioned that one of their hcp stated that the pain was patient¿s discs were slipping in and out causing so much pain. It was noted that it hurt to breathe, their chest wall was seizing so even when their heart was not having a heart attack they were in pain and could not keep running to the ER all the time. It was stated that the hcp could do cortisone injections shots. On (B)(6) 2016, the patient stated that they talked to two different reps about the issues and recalls, a month and a half or two months prior to (B)(6) 2014. They mentioned that they were being overstimulated and it got overwhelming and the patient would turn it off and the hcp suggested a lead revision. It was mild at the beginning and got worse starting in their back and then one day it knocked her to the ground and with ¿the breathing thing bam.¿ they mentioned that they could not breathe with it laying down regarding the chest wall pain issue. It was not a stimulating effect, it felt like a cramp. The never had a tingling sensation in their chest or ribs, the chest wall pain. Medical records were received on august 23 2016 and they noted the following: the patient had a four level cervical fusion as well as a three level bilateral lumbar sacral fusion. The patient had history of multiple interventions for their spinal issues as well as an ins implant in 2014. They did not tolerate the implant as they started developing midthoracic pain. They described it as burning pain that radiates from the back around to their front and sometimes from the front to the back. They noticed it worse when they bring their arms out. It was noted that when they get it they also got burning, numbness and tingling down their arms. Due to the multiple spinal reconstructions they had been on large doses of opioids which they were being weaned off and unfortunately they described the pain as coming back on (B)(6) 2016. The patient had some mild paravertebral muscle spasms from their shoulders to their sacral lumbar junction. They were sensitive over the inferior edge of the scar where the spinal cord stimulator was taken out but with pressure they did have pain but it did not recapitulate this thoracic pain that they had. On (B)(6) 2012, there patient was seen to double check the lead placement and the right lead was pulled down about half a segment but did not effect the stimulating patterns. The patient was happy with the relief. On (B)(6) 2016, the patient experienced acute onset of severe thoracic radicular pain of approximately t10-t11 the saturday prior to the report. The patient had to go to the ER and had a fentanyl patch and was taking upwards to three vicodin a day which they had liberalized since saturday prior to that report. On (B)(6) 2013, the health care professional (hcp) noted that the patient was hospitalized for pain control . They had severe right lower extremity pain, after they checked the patient the stimulator system was working properly. Satisfactory level of resistance were noted. The patient had been keeping the device charged properly since their previous visit. On (B)(6) 2014, the patient went in for surgery to have their system removed as it had not worked adequately enough for them to control their pain. They found side effects of the leads were not acceptable to the patient. Examinations of their heart showed normal rhythm and their chest was clear, they had no new neurological changes. The system was removed intact. Prior to the explant they noted that they had pain at the ins site. On (B)(6) 2014, the patient was seen by their doctor post ins explant and the wound looked great, their midline wound and their left gluteal would looked great. There were no signs of erythema, infusions or bleeding. On (B)(6) 2016, the patient described the pain as coming and going, and it being severe. The stated that they could not stand for longer than one hour without increasing pain. It was noted that washing and dressing increase the pain and found it necessary to change their way of doing it. Because of the pain their normal sleep was reduced by less than one half. Their pain restricted their social life and did not go out very often, the pain prevents them from sitting longer than 1 hour. On (B)(6) 2014, the patient had known severe degenerative cervical spine disease with cervical radiculitis secondary to multilevel degenerative cervical spine disease. They continued to have neck pain and pain particularly down their right arm. The patient tried an interlaminar injection at c7-t1. The (B)(6) 2016, visit to review the thoracic MRI. The patient did have a small disk protrusion at t8 as well as a small disk bulge at t12-l1. It was noted that these findings were exactly the same as they had when they reviewed these two years prior. It was thought by the hcp that the ongoing thoracic spine pain that exacerbates and remits and it was so incapacitating to them was probably secondary to the t8 thoracic disk. It was noted that there was not enough neurological deficit or a large enough disk to consider surgery. They stated that they could try epidural steroid injections. The patient had tried pain relievers and vicodin.

Manufacturer narrative:
Implantable neurostimulator: (B)(4) - unable to lie down/could not lie down.

Event description:
The patient reported being unable to lie down and sleep. The patient stated this was because, "I was having breathing problems because my muscles were contracting and I'm still having the problems and I still have to sleep sitting up and the chest wall muscles in my body contract where they implanted it, it feels like a heart attack and I had spinal fusions after that but it's still happening". The patient's implantable neurostimulator was explanted on (B)(6) 2014. The patient was inquiring about recalls. It was clarified that there were field actions, but no "recalls" and advised the patient to discuss with the physician. There were no traumas or falls reported to be related to this issue. No trouble shooting had been performed related to this issue. The patient later mentioned pain in relation to the issue she was having. The patient had seen the physician on (B)(6) 2016 and had a magnetic resonance imaging (MRI) appointment scheduled for (B)(6) 2016. The patient reported that the physician thought scar tissue was the issue and wanted to put the patient on pain medication. The patient had a new implant inserted in the same place as the old one. The patient noted that after about a year of it being put in, she started noticing that she could not lie down to rest or sleep. At the time, the patient did not think it was the stimulator, but the spine issues that were causing it. Indication for use included spinal pain. The patient reported chest wall pain. The patient stated that the pain was so bad that it knocked her down to the ground and she went to the emergency room (ER), and noted that the symptoms were similar to those of a heart attack. The patient was given dilaudid and tortil at the ER, and 24 doses of vicodin to take home for pain management. The patient had left a message with the health care professional (hcp) regarding this issue, but had not heard back. The patient had an MRI, with contrast, done yesterday, (B)(6) 2016 and an appointment was scheduled to see her hcp on friday to review results. The patient noted that the hcp thought it was scar tissue, and there wasn't anything the hcp could do about that. The patient was seeking a referral to the neurosurgeon that had done the patient's previous fusion surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.